Event description:
It was reported that the patient experienced recurring incontinence with a previously implanted sling device and an artificial urinary sphincter (aus) was implanted. The patient outcome was not reported. Further information was requested and is not yet available. Should additional information become available, a supplemental report will be submitted.